Event description:
A revision surgery occured due to an allergic reaction to sternalock screws.

Manufacturer narrative:
The patient requested to keep the implants after removal therefore no products will be reviewed by the manufacturing facility. The implants were removed due to patient allergic reaction and the products functioned as designed and as intended. If additional information is received that adds relevant information to this file a supplemental report will be sent. No additional conclusions can be drawn at this time as to what caused the patient's allergic reaction.